Event description:
It was reported that a shaft break occurred. During preparation the physician removed the stent from the packaging and did not noticed anything abnormal. Vascular access was obtained via the radial artery. A 3.00 x 16 synergy drug eluting stent was loaded onto the guidewire and through the guide catheter. During advancing no resistance was encountered but the proximal shaft of the hypotube broke outside the patient. The distal section of the hypotube was removed with the stent still undeployed on the delivery system. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 200 mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the inner and outer extrusion and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. During preparation the physician removed the stent from the packaging and did not noticed anything abnormal. Vascular access was obtained via the radial artery. A 3.00 x 16 synergy drug eluting stent was loaded onto the guidewire and through the guide catheter. During advancing no resistance was encountered but the proximal shaft of the hypotube broke outside the patient. The distal section of the hypotube was removed with the stent still undeployed on the delivery system. The procedure was completed with a different device. No patient complications were reported.